Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the lot number was reported as unknown on the initial report; and has been updated accordingly. Therefore, the UDI has been updated accordingly. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. Investigational summary - the actual device was returned for evaluation. Visual analysis of the device revealed no significant damage or visual defects. The device shows signs of wear, which is consistent with multiple uses in a clinical setting. The functional evaluation was conducted with the velys array clamp set and a product with the equivalent diameter of a velys fixation pin. The wedge component of the array clan bone assembly was able to be fully tightened through the wedge wingnut. The device was able to retain the pin as intended. The wing knob component that connects the two pieces together was able to be fully tightened and the teeth meshed as intended. The wing knob component that tightens onto the pins can be fully tightened both with and without pins inserted. The array clamp array clasp assembly button was fully functional in securing, retaining, and releasing the production equivalent velys arrays without difficulty. The overall complaint was not confirmed as the observed condition of the velys array clamp would not have contributed to the complained issue.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, while performing cuts at the distal femoral section using 2x robotic assisted array clamp devices and a robotic assisted satellite station device, the femoral array clamp popped loose from the clamp and made cuts on the anterior chamfers which were off/inaccurate. It was not reported how much the cuts were off. It was reported that there were no re-cuts and the surgeon moved to manual instruments using a crs femur with a stem to successfully complete the procedure. There were no adverse consequences to the patient. No additional information could be provided. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.